Event description:
It has been reported to philips that the system lost power during a storm and did not turn back on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and discovered that the system was not starting due to a power outage caused by the storm. Although the customer attempted to reboot the system, the problem persisted. The rse advised the caller to switch the relay to the "on" position, wait a few minutes, and then recheck the system. However, the green light on the general power distribution unit (gpd) continued to blink. Upon onsite troubleshooting, the field service engineer (fse) identified an internal short circuit within the power distribution assembly. The defective power distribution module (pdm) was returned for analysis, and which confirmed the system failure due to an electrical defect. Fse replaced the power distribution module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.